Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The end-user reported that the ventilator alarmed "vent inop" (ventilator inoperable) and "motor fault" when the device was turned on for the pre-use check. The customer's field service technician confirmed "post dac or adc error" and "24v supply too low" were logged in the event log. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a faulty resistor.